Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an active meter, compared to a hospital meter, within 10 minutes: 47 mg/dl, 44 mg/dl on active meter and 540 mg/dl on hospital meter. Customer was hospitalized and treated with insulin administration. Requested return of the alleged device for evaluation and replacement was provided.